Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges mix up of rsv kit contents in the package of the flu kit when using kit flu veritor system 30 test japan (material # 256052), batch number unknown (the lot# of the kit is reported as unknown and the customer reported lot# 0199233 is belongs to a component (cartridge) in the flu kit). It was reported that the customer found an rsv plate was packed in an individual package of a flu plate before usage. This issue occurred in one plate. Bd quality performs a systematic approach to investigate product mix up complaints. This approach involves review of manufacturing batch history records, testing of retention samples and testing of customer returned samples, if applicable. Based on the available information, the customer provided lot# 0199233 is of cartridge assembled veritor flu a + b jp and they did not report the kit lot#. Upon further investigation, it was identified that this specific cartridge lot#0199233 is belongs to kit flu veritor system 30 test japan (material # 256052), not rsv kit. This component lot#0199233 is used in three different flu kit (# 0284468, # 2003387 and # 0279243), so exactly which kit lot had this product mix up occurred could not be determined. Further it was found out that the kit lot# 0279243, 0284468 were already expired at the time of reporting, so the investigation was carried out for the kit lot# 2003387. Batch history record (bhr) review and retain sample testing were performed on the batch number 2003387. Results were acceptable and no relevant issues were found. No quality notification, deviations, change controls were identified related to this complaint. The color of flu plate and rsv plate are different and can easily be detected by naked eyes. The line clearance during assemble and kitting process were reviewed, and no abnormalities were found. Further there are no risks of product mix up was identified via bhr review and retention testing. Therefore, the possibility of product mix up is extremely low. No photos or samples were returned; therefore, no return sample analysis could be performed. Currently no adverse trends were identified for product mix up. This complaint could not be confirmed. The root cause could not be identified.

Event description:
It was reported that kit flu veritor system 30 test japan kit contents were in the package of the flu kit. The following information was provided by the initial reporter: the customer found that the rsv kit contents were in the package of the flu kit.

Manufacturer narrative:
Common device name: devices detecting influenza a, b, and c virus antigens. Initial reporter facility name: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit flu veritor system 30 test japan kit contents were in the package of the flu kit. The following information was provided by the initial reporter: the customer found that the rsv kit contents were in the package of the flu kit.